Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150201 captures the reportable event of a clip falling off in an open state during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure for peptic ulcer performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, when the physician attempted to close the clip on the tissue, the clip fell off in the open position. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.